Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Event description:
The customer reported the screen on this avea ventilator does not power up and the membrane panel leds are off. The customer stated that this unit was not on a patient.